Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, and the pump and transmitter regained connection. No additional patient information was available.